Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump black box showed that the time and date had reset to default when the pump was powered on (B)(6) 2015. A manual time change was observed on (B)(6) 2015 from 01:58 to 13:57. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours and left without power for 6 hours; the time and date did not reset to factory default upon power on. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the internal pump clock battery was found to be leaking. Unrelated to the complaint, the pump display screen was observed to be discolored, the pump battery compartment was cracked below the pump grip pad, and the audio bolus button was found to be torn.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 3.0-3.8 mmol/l shakiness, unsteadiness, and not feeling well. The reporter indicated treating the low blood glucose with oral carbohydrate. During troubleshooting, it was determined that the time and date were not correct on the pump after the pump battery was removed causing the pump programming to be incorrect in the pump history. This report is made based on the allegation that the patient experienced hypoglycemia while using the insulin pump.